Manufacturer narrative:
It was indicated that the device could not be returned at this time, as an investigation is pending at the hospital. If the device is returned for evaluation or additional information is provided a supplemental report will be submitted. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported during a revision of an av shunt the balloon was missing when the catheter was removed from the patient. It was indicated that the nurse thought that there was a angiogram performed but the balloon was not found. It was indicated that the balloon could not be found in the operating room. The staff examined the area around the patient but were unable to locate the balloon. There were no patient complications reported at this time.